Event description:
"S/p b subgl infra dc gels (l greater than r) for augmentation (unk size - no records). Pt says they have always been hard. In last three years c/o r medial pain which is worsening to the point that it wakes pt at night. Mammo changes each yr pt says. Denies h/o trauma or change in texture but breasts are larger, r greater than l, arthralgias (+ am stiffness), myalgias, swelling, arthritis, fatigue, cold feeling, tmjd, dizziness, memory, gu disturbances. Otherwise healthy."